Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. A hole was discovered in the saber 3mm x 15cm 150cm balloon catheter prior to the device entering the patient. There was no reported patient injury. The device was not returned for evaluation. A device history record (DHR) review of lot 17653974 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined, however, handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the device history record (DHR) review nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot # 17653974 presented no issues during the manufacturing process that can be related to the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a hole was discovered in the saber 3mmx15cm 150 prior to the device entering the patient. There was no reported patient injury. The device will not be returned for evaluation.